Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant?s experience could not be replicated or confirmed. The event unit met current specifications, and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Incident description: "please see the attached report 'amr2017-23' with picture. Event description: on (B)(6) 2017: during a preparation a medical staff tried to inflate and deflate the balloon before inserting into the patient's vessel. Then the medical staff found that the balloon didn't deflate properly. Thus, the medical staff elected to use another python catheter for the surgery. The second catheter deflated properly and the surgery was completed without any problem. This event didn't affect the patient. Comments from cosmotec:: complaint sample was returned from the hospital. The sample will be returned to applied medical. Please investigate the possible root cause. Investigation report is required for this case. On (B)(6), we tried to validate the issue. We tried to inflate and deflate the balloon several times, then we could duplicate the issue sometimes. Did the issue happen often with python catheter because the python has double lumen? Or this issue happened only for this product?" Type of intervention: "the medical staff elected to use another python catheter for the surgery. The second catheter deflated properly and the surgery was completed without any problem." Patient status: "event didn't affect patient".